Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the cartridge chemistry (cc) reagent probes of the unicel dxc 800 pro synchron clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found reagent wash leaking due to a valve blockage. Fse cleaned the valve and verified repair per established procedures.